Event description:
It was reported that t wave oversensing was observed, resulting in inappropriate detection of non-sustained lead noise. Programming changes were made. No further issues were reported.